Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had blood glucose (bg) levels in the 240-300 mg/dl range. During troubleshooting with tandem technical support, it was noted that the pump time was inaccurate. Reportedly, at the time of the call, the pump time was "off by 9 minutes". Customer adjusted the pump time to be accurate. Customer delivered bolus to address bg levels. Although requested, customer did not upload pump data for review.